Manufacturer narrative:
The equipment was serviced and repaired at the site by a medtronic-approved site biomed. Hardware parts were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The fuse was discarded, so no parts were returned to medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the fuses blew on the system. There was no patient present when this issue was observed.